Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, rv pace impedance steady at approximately 407 ohms through (B)(6) 2015, rises slightly starting (B)(6) 2015, and rises out of range by (B)(6) 2016. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to no capture, and high impedance. It was also reported that during extraction of rv lead, when the physician attempted to retract the tip of the lead, the mechanism was free turning. No patient complications have been reported as a result of this event.